Event description:
Caller reported a minimum fill notification, which did not adversely impact the customer¿s blood glucose level. The caller intended to load a new cartridge and was able to fill it with insulin. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing the caller to successfully load a cartridge onto the pump and resume insulin delivery.